Event description:
The customer reported that the insulin pump alarmed motor error and no delivery alarm starting a couple days ago but was resolved. The blood glucose reading was 136mg/dl. Troubleshooting was performed, and the drive support cap was flush. Reviewed the alarm history and found several no delivery, low reservoir, and motor alarms. Assisted the caller to run the displacement and self test and they passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.